Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event.

Event description:
Additional information received from the consumer reported on (B)(6) 2015 a fractured lead was noticed when they were having the implantable neurostimulator (ins) replaced. The consumer got enough therapy from the one lead that was functioning so the damaged lead wasn't used or replaced. It was noted the consumer was currently on disability but prior to this they worked as a field surveyor and their worked involved crawling around.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery was replaced as well as a new pain pump. While removing the old battery, the physician had a difficult time removing the left lead from the battery, it seemed to be stuck. When attempting to connect the new battery, the left lead would not fit completely back into the battery and the impedances were all over 10000 from 0-7. The physician attempted to reposition multiple times to no avail. He continued with the pump implant and stated he would discuss with the patient and bring him back at a later date for paddle revision if necessary. The ins battery was replaced but the left lead was still malfunctioning and no intervention had been scheduled at this time. The patient did not experience any symptoms related to difficulty in reconnecting or disconnecting the left lead. The event occurred during a procedure. The patient status at the time of this report was "alive-no injury".